Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient initiated a 911/emergency protocol and was hospitalized for an unspecified low blood glucose (bg) associated with an alleged inaccurate delivery. It was reported that the patient also had headache and a seizure and had bg level of 220 mg/dl. The patient was given a glucagon injection at home and their bg level was 121 mg/dl when the ambulance arrived. Reportedly, the patient remained hospitalized, was treated by a healthcare provider and received intravenous (IV) fluids, glucagon injection, tylenol for headache and another unspecified treatment. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged inaccurate delivery issue.